Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an attempted implant for ICD change, review of the fluoroscopy observed a fracture in the lead along the clavicle. The lead was capped.